Manufacturer narrative:
A steris service technician inspected the 3080 surgical table and found damage to the ac socket plate and ac power cord. The ac power cord had exposed wires which made contact with the metal mounting plate subsequently causing an electrical trip and the corresponding bank of outlets to go out. The technician replaced the ac socket plate and the user facility replaced the power cord with on-hand inventory, returning the table to service. The surgical table is under steris service contract and was serviced on (B)(4), 2010. During this service visit, a steris technician completed the recommended equipment preventative maintenance which included an electrical check of all circuit boards, connectors, sockets and cable plugs to ensure they were tight. The technician noted no damage during this service visit to the table's ac socket plate or cord. This type of damage could be attributed to customer misuse such as, hitting the table against an object when moving it or rolling over the table's cord during use. Steris has offered in-service training on multiple attempts however the user facility has not responded.

Event description:
The user facility reported that during a surgical procedure a power outage occurred at the bank of outlets where the 3080 surgical table was plugged in. The power was restored and the procedure was completed successfully with no injury to the patient or hospital staff.